Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer was hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2020. Customer's blood glucose level was over 600 mg/dl. Customer was treated with insulin drip. Customer had blood glucose level of 499 and 181 mg/dl. It was unknown whether the customer was using auto mode or not. The insulin pump will not be returned for analysis.